Manufacturer narrative:
(B)(4). Insulin pump passed the displacement test and self test. No hardware low level failure alarm noted during self test. Also, pump error and hardware low level failure alarm found in the formatted history due to a software error and hardware low level failure alarm confirmed due to broken trace at keypad assembly.

Event description:
Information received by medtronic indicated that they received a failed battery and multiple insulin pump error alerts. Customer was able to clear the alarm. Customer was able to complete pump rewind. Customer stated back of the battery compartment was cracked. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.